Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The user removed the purge cassette and re-inserted multiple times without the purge disc ever being recognized confirming the complaint. The console was returned and it was confirmed that it was missing the purge retainer and flag which would have prevented the console from recognizing a purge disc. The root cause of this issue was a broken purge disc flag. D.9 date device returned/information was added. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-24646 was submitted in accordance with updated procedures.

Event description:
The complainant reported that there was an issue with the automated impella controler (aic). A frustrating attempt to change the purge cassette because it was not recognized was reported. The holder for the purge disk was broken and the recommendation was given to get another aic console. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.